Event description:
It was reported that the spectrum pump experienced system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was confirmed. The loose upper latch switch bracket nylon screws would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced.